Manufacturer narrative:
Patient information was unavailable from the site. A software investigation was completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system could not acquire 2d images. It was reported that 2d images were taken initially, but were poor quality and all grey. When the user attempted to take additional images, no exposure was taken when the button was pressed. The system was rebooted twice without resolution. The use of medtronic imaging and navigation was discontinued because of this issue. The procedure was completed successfully without the system after a reported delay of less than one hour. No impact to the patient was reported.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Three components were returned to the manufacturer for analysis. The lf rac pcb, ht controller pcb, and system control board were all found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. As previously reported, the reported event was caused by a software issue.

Manufacturer narrative:
(B)(4).